Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval med stiff snare was to be used in an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the device was prepared, it was observed that a hair was present inside the sterile unopened pouch. Reportedly, there were no visible damages noted with the inner sterile pouch and the inner seal package was not compromised. The device was not opened and the procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensation medium oval med stiff snare was to be used in an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the device was prepared, it was observed that a hair was present inside the sterile unopened pouch. Reportedly, there were no visible damages noted with the inner sterile pouch and the inner seal package was not compromised. The device was not opened and the procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter city: the initial reporter city is (B)(6) problem code 2944 captures the reportable event of foreign material present in device. Investigation results visual evaluation of the returned device revealed that it was received in a sealed pouch, the sterile barrier was in good condition. Visual assessment identified a foreign matter inside the pouch. Based on the information available and the analysis performed, the most probable root cause is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.